Manufacturer narrative:
An investigation has been initiated based upon the reported incident.

Event description:
The user facility reported that the device would be returned for evaluation and repair due to slippage. Additional information received from user facility indicated that there was no patient contact.